Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: us157848; m2a-magnum pf cup 48odx42id; lot#: 297090. Catalog#: 139256; m2a-magnum 42-50 tpr insrt std; lot#: 650340. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00324, 0001825034-2022-00326.

Event description:
It was reported that the patient underwent a second revision of the right hip on an unknown date for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical - g04 code (head). One magnum head and taper insert were received and evaluated against the complaint. The mod head and taper insert are still assembled. The mod head was confirmed by the etch along the rim. There is significant residue on the taper insert and polished surface of the mod head. There is a small amount black residue on the inside taper of the taper insert. No other damage noted. Operative report received noted patient underwent a right hip revision due to a leg length discrepancy and the presence of adipose tissue and clear joint fluid. The modular head and acetabular cup were removed. And replaced. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.